Event description:
This spontaneous report was received on (B)(4) 2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed for daily flossing (route: dental, lot number 1993d, expiration date unspecified). After an unspecified duration, while she was trying to use it, the plastic that held the metal cutter and the metal cutter came off completely from the container. She further mentioned that she kept putting it together every time that she tried to use it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
The date of this submission is 02-jul-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed for daily flossing (route: dental, lot number 1993d, expiration date unspecified). After an unspecified duration, while she was trying to use it, the plastic that held the metal cutter and the metal cutter came off completely from the container. She further mentioned that she kept putting it together every time that she tried to use it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states. Additional information was received on 17-jun-2014. Field sample was received on 15-may-2014 open and used. The sample was evaluated on 22 may 2014. The field sample failed to meet specification by appearance evaluation since the sample was received with the cutter loose. The lot number was identified the review of the device history records, retain sample, manufacturing related issues, non-conformances, and trend analysis did not indicate that the product failed to meet specification. Based on the information available, this device was used as intended for treatment. The complaint categories evaluated were closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.